Event description:
It was reported that a revision surgery was completed to remove a secure c implant.

Manufacturer narrative:
The imaging provided shows that the implant was placed in an upside down orientation which is not the recommended orientation. The endplates were returned for evaluation. Visual observation shows minor scratches on the bearing surfaces of the superior and inferior endplates. Both endplates displayed gouges around the lateral edges and had scratch marks on the anterior faces. The bony apposition side showed minor loss of plasma coating with some evidence of bony on growth on both endplates. Both endplates have bony remnants between the keels. The damage patterns observed on the implants are consistent with the use of general surgical tools during the removal of the secure-c implant. The minor scratches on the bearing surfaces could be the result of handling during decontamination and sterile processing. The cause of the reported issue was traced to user technique.